Manufacturer narrative:
The returned unit was submitted to a visual inspection. One impact wear mark was observed on the insulation towards the right side of the probe (electrode facing forward). No other insulation damage was observed. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component; poor assembly process; misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the outer coating of the probe was deteriorating inside the joint.

Event description:
It was reported that the outer coating of the probe was deteriorating inside the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.